Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter loaded in to sidekick catheter was returned for evaluation. The distal tip of the crosser appeared to be separated from the outer catheter but still attached to the inner core wire. An attempted was made to remove the sidekick loaded onto the crosser but was unsuccessful strong resistance was felt. Based on the findings, the investigation is confirmed for the reported material separation and device-device incompatibility issues. A definitive root cause for reported material separation and device-device incompatibility issues the could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2023), g3, h6(method) h11: b5, h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a recanalization procedure, the device allegedly broke and there was a separation at the tip. It was further reported that the catheter was allegedly unable to be removed from the support catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2023).

Event description:
It was reported that during a recanalization procedure, the device allegedly broke and there was a separation at the tip during the activation. It was further reported that the catheter was allegedly unable to be removed from the support catheter. There was no reported patient injury.